Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert triggered. The rv lead exhibited short v-v intervals and multiple noise/high rate episodes. Isometric exercises produced noise on the rv lead and high/undefined pacing impedance during the testing. A possible lead fracture was suspected. The rv lead remains in use, but it was noted that device detections were disabled and alarms turned off until the lead revision procedure. About two weeks later the rv lead was explanted and replaced. Additionally, it was reported that the atrial lead was damaged at the time of the rv lead replacement. Since there was insulation damage to the atrial lead the atrial lead was also explanted and replaced. No patient complications have been reported as a result of this event.